Event description:
Initial results for a tsh and ft4 were "no value' and >7.77 ng/dl. When repeated, the results were 5.42 and 1.62 respectively. The incorrect results were not used to guide therapy. The field service representative was unable to confirm any malfunction of the system.